Event description:
Boston scientific received information that this communicator displayed no dial tone (ndt). Troubleshooting the issue was unsuccessful. A recent storm and/or power outage happened about two weeks ago, which was the same time that the ndt issue started occurring. The communicator will be taken out-of-service and returned due to possible storm damage. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this communicator was confirmed. Electrical overstress (eos) was the cause of the communicator's failure and a component of the internal modem circuitry was found to be burnt. The placard was never removed from this unit and upon removal of the back cover, a bug infestation was observed on the placard. Due to the eos damage, no parts will be changed and no further analysis be performed on this communicator.